Event description:
On 11/15/12 high rv threshold of 2.9volts at 1.0ms, device had been reprogrammed in july in greece to an output of 6.5volts at 0.4ms after automatic capture had gone into 'retry' and that most likely was not capturing at that stage either. The threshold started to increase it's capture threshold from 6 apr 2012 from steady threshold of 1.1 v till the threshold reached 2. 7v on 1 jun 2012 and after this point the device was in retry mode from 8 jun 2012 up till 20 jul 2012. At this point patient reported that he was feeling symptomatic with presyncope and syncope and presented to medical care whilst in greece. It appears at this stage the device was reprogrammed to rv output at 6.5v at 0.4ms till his presentation at this clinic today. Other parameters of the lead: unable to determine sensing threshold because there is no underlying rhythm and impedance values appear to be stable. The rv impedance values range from 560 ohms on the 25 nov 2011 to 520 ohms on the 14 nov 2012 with todays value being 500ohms, over this time frame the impedance ranged from a minimum value of 480ohms to maximum value of 590ohms. (B)(6) australia. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).